Event description:
On (B)(4), 2009, it was reported to boston scientific corporation that a prolieve thermodilatation system (refurbished) was used during a benign prostatic hyperplasia (bph) procedure. According to the complainant, approximately thirty two minutes into the procedure the prolieve thermodilatation system shut itself down. The procedure was completed with this system. There were no complications and the patients' condition was reported as fine. Note: the event, as reported, did not reflect an MDR-reportable scenario; however, evaluation of the returned device, which was completed on (B)(6) 2010 revealed an MDR-reportable malfunction of microwave power out of specification.

Manufacturer narrative:
The complaint of device shut down was not confirmed as the manufacturer was unable to duplicate the reported event. During testing, two of the phyistemp modules were found to be out of tolerance and the rf needed to be adjusted. The two modules were replaced. The root cause for this complaint could not be confirmed as the reported event could not be duplicated under test conditions.